Event description:
It was reported that the stylus would "float away" in the upper right corner of the programmer screen. Technical support suggested calibration of the stylus. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).